Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged screen, screen blank) has been confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to contamination on the j502 connector, u604 component, and j101 component. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device manufacturer date, monitor: 01/28/2016, charger: 08/12/2014.

Event description:
A us distributor reported that a patient's monitor screen was damaged and would not power on, and the patient's charger was unable to charge a battery.